Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use the autoguard did not retract and rn received a needle stick injury with an unspecified bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: (2 of 2 complaints). Started an IV during a trauma and the retractable IV did not retract all the way. IV was placed on the IV cart and should have been safe but I saw the needle was still protruding from the housing. IV was discarded. One of the other rns said this had happened to her as well and had a picture. I don't know how to prevent. The needle should retract into the housing.¿ IV was discarded and another stick occurred.

Event description:
It was reported that during use the autoguard did not retract with an unspecified bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: (2 of 2 complaints) started an IV during a trauma and the retractable IV did not retract all the way. IV was placed on the IV cart and should have been safe but I saw the needle was still protruding from the housing. IV was discarded. One of the other rns said this had happened to her as well and had a picture. I don't know how to prevent. The needle should retract into the housing.¿ IV was discarded and another stick occurred. Additionally, on 2020-(B)(6) the bd sales consultant provided the following additional information: no needle stick injury occurred. The nurse noticed that when she pressed the white button to retract the needle after placing the IV catheter in the vein, the needle didn¿t fully retract. No one was hurt and they did not need to re-stick the patient. They sent a picture of the needle because they felt like it was a safety risk that the needle didn¿t fully retract.

Manufacturer narrative:
The following fields have been updated with corrected information discovered during investigation: b.1 adverse type: product problem b.5. Describe event or problem: it was reported that during use the autoguard did not retract with an unspecified bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: (2 of 2 complaints) started an IV during a trauma and the retractable IV did not retract all the way. IV was placed on the IV cart and should have been safe but I saw the needle was still protruding from the housing. IV was discarded. One of the other rns said this had happened to her as well and had a picture. I don't know how to prevent. The needle should retract into the housing.¿ IV was discarded and another stick occurred. Additionally, on 2020(B)(6) the bd sales consultant provided the following additional information: no needle stick injury occurred. The nurse noticed that when she pressed the white button to retract the needle after placing the IV catheter in the vein, the needle didn¿t fully retract. No one was hurt and they did not need to re-stick the patient. They sent a picture of the needle because they felt like it was a safety risk that the needle didn¿t fully retract. H.1 type of reportable events: malfunction h.6 FDA patient problem code: 2199

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a bd insyte needle not quite fully retracted into the safety barrel. The barrel appears damaged near the end, which is evident by an uncharacteristic white line (possibly a crack) that runs along the length. The back end of the needle/hub is stopped at the level of the barrel damage, indicating that the damaged barrel likely hindered the needle from fully retracting. The reported issue was confirmed. Although the reported issue was confirmed, the photograph provided for this incident did not present sufficient evidence to identify a definite root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use the autoguard did not retract with an unspecified bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: (2 of 2 complaints) started an IV during a trauma and the retractable IV did not retract all the way. IV was placed on the IV cart and should have been safe but I saw the needle was still protruding from the housing. IV was discarded. One of the other rns said this had happened to her as well and had a picture. I don't know how to prevent. The needle should retract into the housing.¿ IV was discarded and another stick occurred. Additionally, on 2020(B)(6) the bd sales consultant provided the following additional information: no needle stick injury occurred. The nurse noticed that when she pressed the white button to retract the needle after placing the IV catheter in the vein, the needle didn¿t fully retract. No one was hurt and they did not need to re-stick the patient. They sent a picture of the needle because they felt like it was a safety risk that the needle didn¿t fully retract.